Event description:
The patient was implanted with a herniamesh t-sling lot n.a. On (B)(6) 2007many years later legal complaint states that patient suffered significant mental and physical pain and suffering, has sustained permanent injury, has had corrective surgery, will likely undergo further corrective surgery, has suffered financial or economic loss, including, but not limited to, obligations for medical services and expenses, and has endured impaired physical relations. No further information has been provided